Manufacturer narrative:
The main line tubing and patient line tubing was returned in the product pouch. The drain bag was also returned and met the requirements for patency and leak testing. Approximately 69.5 cm of the peritoneal catheter was returned. The catheter was patent and met the requirements for leak testing. However, the proximal end of the catheter was observed to be sheared off. It is unknown how or when this damage occurred. The catheter met the requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears¿. It also cautions that ¿to avoid transection of the lumbar catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the needle, guidewire and the catheter must be removed simultaneously¿. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. Additional patient/device information: it was later reported that the physician was able to remove the broken piece of catheter from the patient before replacing it with a new catheter. (B)(4).

Manufacturer narrative:
The main line tubing and patient line tubing was returned in the product pouch. The drain bag was also returned and met the requirements for patency and leak testing. Approximately 69.5 cm of the peritoneal catheter was returned. The catheter was patent and met the requirements for leak testing. However, the proximal end of the catheter was observed to be sheared off. It is unknown how or when this damage occurred. The catheter met the requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears¿. It also cautions that ¿to avoid transection of the lumbar catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the needle, guidewire and the catheter must be removed simultaneously¿. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery due to an intracranial infection. According to the report, the product was checked before opening the package and no abnormality was found during testing preoperatively. Reportedly, the lumbar catheter was broken when adjusting the position and pulling back the needle, intraoperatively. It was also reported that when placing the catheter, there was no fluid flowing and it was later discovered that there was a fracture about 7-8 cm on the catheter. According to the report, the fracture happened in the patient's body and the catheter wasn't able to be completely removed. It was also reported that a replacement product was used to complete the surgery and that there was no patient injury. Reportedly, the patient was doing well after surgery.